Manufacturer narrative:
Batch review performed on 10 oct 2025. Lot 2402640: (B)(4) items manufactured and released on 05-aug-2024. Expiration date: 2029-jul-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 4 months from primary, the patient came in due to pain and the cause is unknown. The surgeon determined the patient had aseptic loosening of the cup. The revision was completed using competitor cup, augments, and modular dual mobility construct. The surgery was completed successfully.